Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient expired. The lesion being treated was located in the mid right coronary artery. The physician implanted a 3.00x32mm taxus express2 study stent. In (B)(6) 2010, the patient expired from an unknown cause. It is unknown if the patient death is related to the taxus stent.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was further reported that the lesion being treated was a de novo lesion with reference vessel diameter of 2.00mm, length of 10.0mm, and visually 90% stenosis. It was treated with pre-dilatation, and post-dilation. Residual stenosis became visually 0% with timi-3 flow kept through the procedure. The patient was discharged the next day on warfarin, plavix, and bayaspirin. 682 days post-index procedure, a hospital which was not the trial site reported sudden death of the patient. The patient did not visit the trial site for outpatient care as scheduled. The cause of death and detailed information were not revealed, and it is unknown if an autopsy was performed.